Event description:
While using the stryker barrell burr 6 flute 4.0mm during diagnostic and surgical arthroscopy with arthroscopic subacromial decompression of the left shoulder, shavings came off of the bur and went into the patient. All visible pieces were obtained and removed from the patient.